Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 400 mg/dl. Customer stated the cause for elevated bg levels is due to eating more carbohydrates than initially bloused for. Customer delivered a bolus to bring bg levels to target range.